Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, had orders not showing in pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that the orders were failed to cross over. A technical support specialist (tss) dialed into the server and executed a query to retrieve order messages for the specified patient. The results indicated that a discontinue message for the order number had been received, accompanied by an error stating the order could not be found. The integration engineers (iest) performed a message trace on care fusion coordination engine (cce) and confirmed that the original order was received but dropped because the patient¿s unit was listed as prereg uv, which is configured to exclude orders for patients in that unit. Subsequent orders processed successfully after the patient was moved to unit 75 m/s1. The customer was contacted, and the findings were shared, advising that orders will not cross to es if the patient¿s unit is prereg uv. The attempts were made to reach the customer again, but no response was received.

Event description:
It was reported that when using the bd pyxis¿ es server, had orders not showing in pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.